Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. An echocardiogram was performed, and a large apical/septal left ventricle thrombus was noted. The impella pigtail did not interact with the thrombus. The patient reported back to the catheterization lab several days later and had a sentinel device placed. The impella was removed with no complications.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use states in impella cp with smartassist catheter insertion-keep act = 250 seconds achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Added- d6a/d6b in accordance with updated procedures, sections d6, g3, and h10 have been revised from the initial submission.